Event description:
It was reported that the system was displaying a black image with max technique. No patient injury reported.

Manufacturer narrative:
Ge representative evaluated system and found faulty lemo cable receptacle. Replaced receptacle, verified camera voltages, and performed operational tests. System operates as intended.